Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the row d was not detected on bus. A field service engineer (fse) reseated all cables and wires, cleaned the inseparable, examined the pyxibus cable, and reseated the cables at the row board boards. Fse swapped row d with row c and rebooted. Fse verified that all row boards had lights and confirmed operability in the hardware test application, completing the test. Fse launched the application, allowed customer to recover, and accessed pyxis issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, several drawer pockets were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.